Event description:
Prior to utilizing the product in the patient, when the product was removed from the individual box, the sterile package was found open.naturally the product was not utilized. There was no patient injury reported with the event.